Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021, enpath medical lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was checked as the patient was dizzy and had a heart rate in the 40s and 50s. It was found that the right ventricular (rv) lead had potential t-wave oversensing (twos) on current electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.